Event description:
The lead was explanted electively. Device analysis indicates j retention wire fracture without protrusion through the outer polyurethane insulation. Explant method: intravascular technique/tools: direct traction with locking stylet sheath(s) no complications.